Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure was rescheduled. A philips field service engineer (fse) went onsite and confirmed that the hardware issues with the host pc. The system log files were analyzed which did not indicate a malfunction, however as the host pc is responsible for maintaining the logging and it was alleged that the host pc would not boot, this is expected. The defective host pc was returned to philips for further analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the host pc and following the software updates by the field service engineer resolved the reported issue and restored system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not start up. The system was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.